Manufacturer narrative:
(B)(4). Implant date sometime in 2011. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10516

Event description:
It was reported that the arcos stem could not be disengaged at modular junction, and the device was clearly well fixed. Decision was made intraoperatively that morbidity of performing an extended trochanteric osteotomy was not warranted. The femoral component was retained. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Right hip revision op note demonstrated that the patient had revision due to infection. During the revision, the abductors were found destroyed. The screw was removed. However, the proximal body cannot be removed. Therefore the stem was not revised. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.